Manufacturer narrative:
An event of nausea, emesis, and hyponatremia was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 28mm sjm rigid saddle ring was implanted. On (B)(6) 2021, the patient with pre-op known hyponatremia experienced progressive hyponatremia. The patient was experiencing nausea and emesis. On (B)(6) 2021, IV sodium substitution was administrated. On (B)(6) 2021, the patient was discharged. Additional information was requested but cannot be obtained. ((B)(4)).